Manufacturer narrative:
Information was received that the issue occurred during set up, with no delay noted. The customer replaced the blower to address the issue and the unit was returned to use. The customer reported that the defective part was disposed of and would not be returned for analysis.

Event description:
It was reported that the ventilator was making a loud compressor noise when breathing. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the blower. Further information is pending.